Manufacturer narrative:
(B) (4). The customer's meter has been investigated and the complaint was not confirmed and no new issues were observed. All results were within range specification, and no new errors were observed during control solution testing.

Event description:
A customer reported that they obtained imprecise sequential readings on their precision optium blood glucose meter. The customer reported that they obtained readings of 2.6 mmol/l and 17 mmol/l within a ten minute timeframe. When plotted on a parkes error grid the results fell within the 'c' zone and are considered clinically significant. There was no report of death, serious injury or mistreatment.